Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. Preliminary findings are reported. The investigation is ongoing. The definitive cause of the user¿s experience cannot be determined at this time. Physical evaluation of the complaint device reveals: a leak in the air and water cylinder. The forceps cover glue is peeling. The scope was aerated and dry, there was a broken element in the image, and the elevator channel plug is loose. In addition, the insertion tube has minor scratches and discoloration and the control body has a fluid invasion. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported during an unspecified procedure using an evis exera ultrasound gastrovideoscope, the ultrasound function would not turn on or show anything on the screen when connected. There was no patient impact related to this occurrence.

Manufacturer narrative:
This report is being updated to provide investigation findings and additional information provided by the customer. New information is reported. The device history record (DHR) for the complaint device has been reviewed and it is confirmed that the device met all design and quality specification when it was shipped. The instructions for use (IFU) shipped with the device provides the user the following information related to the reported event: chapter 3 preparation and inspection 3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Conclusion: the definitive cause of the reported events could not be established. There is a possibility that some external force was added to the distal end since the distal end is damaged. In addition, approximately five years and five months have passed since manufacturing. The device may have been affected by aging.